Manufacturer narrative:
This supplemental report is being submitted to provide correction to the result of the legal manufacturer¿s investigation. The error message initially detected during evaluation was reported as ec410 (sensor fiber error). However, upon further review, the correct error message identified was ec441 (sensor fiber error) a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received form the customer.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the approved final investigation. Updated fields: b1, d8, d9, h3. The device was evaluated and the reported failure was confirmed. The following error messages were detected: ec10 (system error) and ec410 (senor fiber error). In addition, the following reportable malfunctions were identified during the device evaluation: e-stop (emergency) button failure. A definitive root cause could not be identified. Based on the results of the investigation, the reported issue was likely caused by a system error code and fiber detector error. Olympus will continue to monitor field performance for this device. The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes.

Manufacturer narrative:
E1 facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the laser system exhibited error code 444 during a therapeutic ureteroscopy procedure. This caused a prolongation of procedure for 30 minutes or more, while patient was sedated. The procedure was completed with a competitor device. There were no reports of patient or user harm.